Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle pierced through the cannula while inserting it, and the nurse received a dirty needle stick afterward. As a result, the nurse received follow-up testing per oesh protocol. The following information was provided by the initial reporter: "needle went through cathlon during insertion on pt. Poked through patients skin and then into nurse's finger occurrences: 1 each... Response received on 30 aug 2023: how was the patient outcome? Are there any clinical signs, health consequences or impact? Patient is fine. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? Patient treated for needle poke and nurse followed up by oesh. Did the event cause permanent damage of a body structure? No."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle pierced through the cannula while inserting it, and the nurse received a dirty needle stick afterward. As a result, the nurse received follow-up testing per oesh protocol. The following information was provided by the initial reporter: "needle went through cathlon during insertion on pt. Poked through patients skin and then into nurse's finger occurrences: 1 each... Response received 30 aug 2023. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient is fine. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? Patient treated for needle poke and nurse followed up by oesh. Did the event cause permanent damage of a body structure? No."